Event description:
22g powerglide catheter malfunction. Catheter sheared upon insertion attempt. General forceps needed to remove distal end of sheared catheter. Distal catheter tip intact upon removal. Manufacturer response for 22g powerglide catheter, 22g powerglide catheter (per site reporter). Device retained and collected by materials to return.